Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was analyzed and no anomalies were found. It was noted that the device had a rounded set screw socket.

Event description:
It was reported that during the implant procedure that upon inserting the high voltage lead into the connector pin and attempting to set the set screw that the physician commented that screw never seemed to tighten. He continued to turn the screw clockwise with no perceived tightening. No audible tightening was ever noted during the procedure. Lead impedances were taken continually throughout process. No impedance less than 200ohms was ever noted. He was instructed to remove the pin and turn the screw counter-clockwise to back the screw out of the header, reinsert the pin and attempt to turn clockwise. No success was noted on the first pass. He attempted the aforementioned steps a second time, without success. A new wrench kit was attempted without success and a service kit was used to attempt to introduce a new set screw, but that also was not successful. The device was replaced. No patient complications have been reported as a result of this event.